Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer cleared the occlusion alarms and successfully resumed insulin. No further details were provided. There was no reported impact to customer's blood glucose level.